Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain with cloudy fluid. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (intraperitoneally, 500 milligrams, frequency was not reported) and amikacin injection (intraperitoneally, 250 milligrams, frequency was not reported) for peritonitis. At the time of this report, the patient outcome was unknown and antibiotic treatment was ongoing. Pd therapy was ongoing. No additional information is available.